Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported hair was found under the dustcover during inspection in warehouse. No patient was involvement. The sterility was not breached and the device did not make presence in hospital. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. This investigation concluded that there is no systemic issue with the inner pack process and that sufficient controls are in place to ensure product meets specification therefore it is highly likely that this is a one-off occurrence. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.